Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received consumer via a manufacturing representative (rep) with an implantable neuro stimulator (ins).it was reported that patient has difficulty recharging. Unknown what factors may have led or contributed to the issue. No trouble shooting performed at this time. The issue has not been resolved at the time of this report. Patient reports she charged for approximately 2 hours and recharger did not charge ins 10%. She also reported she charged the day before and only got to 60% but recharger said complete. Advised patient they would need to meet with rep to troubleshoot. No surgical intervention occurred or planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event. It was reported that the recharging was better and the patient did not want to meet with the rep .

Event description:
Additional information received from the patient. It was reported that nothing was different that could have led to the recharging difficulties- the patient was in the same chair with their device in place. The patient removed the battery from the remote when it seemed like the remote wasn't working (which wasn't verified) and they noted that removing/replacing the back into the remote seemed to help. They weren't sure if the issues were resolved but since then their longest recharging time was two hours. They believed that how depleted the ins was determined how long it took to get the ins recharged completely. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.